Event description:
It was reported that pump wake button was difficult to depress. Customer applied more pressure to the button, and it functioned as expected. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown / unknown / unknown / unknown.